Event description:
After crossing the lesion, the cypher stent failed to inflate. Upon withdrawing the system and after further inspection, a crack on the hub was discovered.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.